Event description:
Physician reported a left side seroma and that the "analyzed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma". Pathological markers have not been confirmed. Device was explanted and a capsulectomy was performed.

Event description:
Physician reported a left side seroma and that the "analyzed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma". Pathological markers have not been confirmed. Device was explanted and a capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma left breast" and "presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma associated with prosthetic." Date of alcl diagnosis: (B)(6) 2020.

Event description:
Physician reported a left side seroma and that the "analyzed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma". Pathological markers have not been confirmed. Device was explanted and a capsulectomy was performed.

Event description:
Physician reported a left side seroma and that the "analyzed sample showed the presence of an immunophenotypic cytological picture compatible with large cell anaplastic lymphoma". Pathological markers have not been confirmed. Device was explanted and a capsulectomy was performed.